Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach for hemostasis during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the clip tip of the handle could not be deployed after being pushed and pulled for many times. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 09, 2026 the clip could be opened or closed, but it could not be deployed.

Manufacturer narrative:
Block b5 has been updated due to the additional information received on march 09, 2026. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach for hemostasis during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the clip tip of the handle could not be deployed after being pushed and pulled for many times. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.